Manufacturer narrative:
(B)(4). Batch #: v94f15. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was received with electrode and ceramic detached from the device. In addition, the upper jaw was broken. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage on the electrode and ceramic. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the tlh procedure, after the uterus was removed from the instrument jaws, two narrow plastic rods flew out. The procedure was almost finished. The plastic rods were retrieved from the situs and the remainder of the uterus was deposited with a monopolar instrument. No patient consequences.